Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the nurse is experiencing back pain due to regularly boosting patients up in beds. It was further reported that the nurse had a CT scan and MRI performed. However, the results of the imaging procedures were not reported. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the nurse is experiencing back pain due to regularly boosting patients up in beds. It was further reported that the nurse had a CT scan and MRI performed. However, the results of the imaging procedures were not reported. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.